Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicon on the jaws was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy blood and charred material were observed on the jaws. Sign of blood were observed on the harvesting handle. The silicone insulation was observed to be peeled back from the tip to the middle of the cold jaw exposing the inner metal component. The silicone insulation was not detached from the cold jaw. The heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ analyzed failure "material twisted/bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicon on the jaws was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.